Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, the tip of the instrument broke. It is unknown where this occurred. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. A request for the device history review for this lot has been made. The investigation of the rejected screwdriver shaft has shown that the tip had broken off due to excessive torsional load. The deformation of the tip was caused by excessive mechanical stress. The review of the production data and hardness specifications also showed no deviations from the specifications. No product defect was found.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found.